Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that, customer experienced hypoglycemia with a blood glucose value of 49 mg/dl at the time of the event. The customer was treated with hypoglycemic event with carbon intake. The customer does not experience any symptoms related to the reported event. Troubleshooting was performed, it was found that the auto mode feature was not active at the time of the event and the insulin pump system was used within 48 hours of reported event. No further patient complications were reported. It was unknown whether the customer will continue use of the device or not and the insulin pump will not be returned for analysis.